Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a routine follow-up; atrial noise reversions were recorded on the device as well as ams for atrial noise. The noise was reproduced with isometric movements. Programming changes were made. The patient was stable before, during and after the check.